Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions ." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel reported that patient's right hip was revised on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to a cyst. Operative report noted the presence of gelatinous synovial material. The modular head was removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel reported that patient¿s right hip was revised on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.